Event description:
It was reported that the programmer had a broken screen and the touchpen did not work. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the display overlay was broken, the stylus would not work due to broken overlay, as a result the overlay/bezel assembly was replaced. It was also noted that the media bay door latch was bent and no stylus was returned with the programmer. (B)(4).